Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the explant was per patient¿s preference. The patient wanted the device out and there is no further reason. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan¿ surgical lead, 70cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.